Event description:
It was reported that the pt underwent l4-s1 fusion with posterior fixation. It was noticed that a setscrew backed out at s1 approx 4 weeks post op.

Manufacturer narrative:
Device was not returned to manufacturer for evaluation. Unable to determine the cause of the event.